Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that the radiologist had them put the device into MRI mode. Patient stated that when they took the device out of MRI mode, they felt like all of their settings were different than what they were when they first turned the device off. Patient said that they were not getting any relief from their leg and something was not right with it. Patient mentioned that they had been sick and in pain anyways, but the MRI was necessary. Patient noted that when they woke up one of the manufacturer representative (rep) told them to turn on all of the therapies for this one. Patient wanted to know if they did something in their sleep or if they moved from group b. Patient also mentioned that their leg was killing them from the knee down. Agent asked the patient if their leg pain was from the stimulation and the patient said they didn't think it was right and that the settings had either gotten messed up or something else was going on. Patient had tried increasing and decreasing the stimulation on all the groups, but neither one was helping. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.